Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during drain six of twelve of peritoneal dialysis therapy. The patient was connected at the time of the event. It was further reported the patient line was empty with no fluid in it. Renal therapy services (rts) advised the patient to end therapy and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.